Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that they plan to exchange the pt's pump due to a driveline infection. The pt had a surgical revision of the exit site of the driveline a couple months prior . A wound vacuum was utilized for surgical wound healing and the pt was recovering well at home a few days later. Per additional info received from the vad coordinator, the device remains in use supporting the pt. The pump exchange is planned for (B)(6).

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.